Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, lead dislodgment issue was observed. Patient returned to the hospital with signs of congestive heart failure. Lead dislodgement was confirmed via chest x-ray. Lead was explanted. Patient was stable.